Event description:
Medtronic received information that after 35 minutes on bypass, the color of the arterial blood coming from this oxygenator appeared to be turning dark. The po2 was measured and found to be low, measuring 63mmhg. Another sample of abg was taken 18 minutes later, and the po2 level had dropped further to 61mmhg. The blender and l2 main gas pipe line was checked and thought to be functioning appropriately. The oxygen source was changed from wall oxygen to a separate b type cylinder. After changing the oxygen source, however, there was no change in the po2 levels. After a thorough check of the circuit, a film of clot was observed in the heat exchanger. The procedure continued, and anastomosis of the important vessels was completed, and the device was used until the pt attained normal temp. At this point, the aorta was partially unclamped, and the heart was defibrillated. With the pt in sinus rhythm, the pt was put on partial bypass with the lungs being ventilated with 100% oxygen. Oxygenation improved, and the procedure was completed without additional complication. Following the procedure, the oxygenator was washed out, and a layer of fibrin like material was observed on the surface of the heat exchanger and hollow fiber chamber of the oxygenator. The device is expected to be returned for analysis.

Manufacturer narrative:
Method: no information available at this time. Conclusion: exact cause of the event cannot be determined as the product has not been returned for analysis. To date, this product has not been returned for analysis. Return of the product, however, is anticipated. The chief anesthesiologist indicated that probable causes for the event were that the pt had a huge clot in the coronary system, and that the pt may have been in a hyper coagulable state preoperatively. By the same mechanism, the pt may have deposited fibrin material on the surfaces of the heat exchanger and hollow fiber chamber. Upon receipt of the device, a thorough evaluation of the product will be completed, and a follow up report will be submitted. There were no additional adverse patient effects reported.